Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. Additional information requested but to date no response has been received: what were the indications for surgery? What was the surgical procedure? Was this the first firing of device? If not, what color cartridge was being used? Were any staples visible? If so, what was their form? What were the complications mentioned? How were they addressed? Did the patient expire intra-operatively? What was determined to be the cause of death? Is the autopsy report available? What is the surgeons and staff¿s experience with the device? Will the device be released for analysis? Would we be permitted to take photos of device?

Event description:
It was reported that during a hepatic procedure, they received information about a case that is before the coroner regarding a reported issue at the hospital with a device used during surgery where the patient subsequently died. It was used to cut the portal vein during surgery but did not release staples, resulting in complications. It is unknown what was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information received: we have provided details for their contact person at the hospital; a letter forwarding your queries below was posted to the hospital on 18 february 2016. Any further details provided by the hospital will be forwarded as soon as provided, however, at this stage it is believed that this patient died several months after surgery of an unspecified cause.